Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('periods in those quantities / the biggest problem was the quantity') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. In (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced abdominal pain upper ("pain in their abdomens afterwards") and back pain ("pain in lower back"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and polymenorrhoea ("having period constantly"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia, abdominal pain upper, back pain and polymenorrhoea outcome was unknown. The reporter considered abdominal pain upper, back pain, menorrhagia and polymenorrhoea to be related to essure. The reporter commented: the insertion procedure took barely 10 minutes. She gained a new life since essure removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('periods in those quantities / the biggest problem was the quantity') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. In (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced abdominal pain upper ("pain in their abdomens afterwards") and back pain ("pain in lower back"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and polymenorrhoea ("having period constantly"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia, abdominal pain upper, back pain and polymenorrhoea outcome was unknown. The reporter considered abdominal pain upper, back pain, menorrhagia and polymenorrhoea to be related to essure. The reporter commented: the insertion procedure took barely 10 minutes. She gained a new life since essure removal. Most recent follow-up information incorporated above includes: on 3-oct-2020: no new information. Amendment: the report was also amended for the following reason: nullification: this record was detected to be a duplicate of record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.